Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The physician noted that this patient had not been seen for several years. The pulse generator exhibited back-up vvi operation. The device was explanted and replaced. The patient was stable post procedure.